Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed that the crimp balloon was separated proximal to the inflation balloon to the crimped balloon bond and slight gouging on flex tip face. No other abnormalities were observed. Dimensional analysis was performed on the balloon wall thickness. All measurements met specification. No functional testing could be performed due to the condition of the returned delivery system (balloon separation). During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Increased forces applied to the bond area are a potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond. This has been identified and documented in a risk assessment. Increase forces may occur while performing valve alignment at a bend or angle and can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip. The damage noted on the flex tip may provide evidence of the occurrence of valve diving. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Patient factors (tortuous anatomy) and/or procedural factors such (techniques employed during delivery system navigation, valve alignment, or fine adjustment) may have contributed to non-coaxial placement of the valve in relation to the flex tip during the complaint event, which may have resulted in the observed balloon separation. However, there is not enough information for engineering to conclusively determine the root cause of the event (patient information/imagery was not available for review). The complaint for torn balloon was confirmed but the root cause cannot be determined. Visual inspection and DHR review did not support that a potential manufacturing non-conformance contributed to the complaint. Available information suggests that procedural/patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of complaint history revealed that the occurrence rate did not exceed control limits for (B)(6) 2016 this trend category. No information was identified that supports a manufacturing issue contributed to the event. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our austrian affiliate, during a transfemoral tavr procedure, the delivery system balloon did not inflate. Valve alignment was performed; however, the aorta descending was slightly elongated close to the bifurcation and with calcification. After positioning the valve in the annulus, during inflation of the balloon, the balloon did not inflate. The inflation liquid leaked out at the distal balloon part and the balloon did not completely inflate. As the valve did not expand and the valve was still crimped, it was possible to remove the delivery system with valve back into the esheath. A new system was prepared and a 29mm sapien 3 valve was implanted with good result. The patient is stable and was transferred for post management care.